Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump's battery went low. The troubleshooting was performed and was advised to insert a new battery and display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.